Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that they had a "bad device". Follow up with the clinic determined that the right ventricular (rv) lead had large impedance. The connection of the rv lead to the device was revised and secured in place. The rv lead remained in use. No patient complications have been reported as a result of this event.